Event description:
It was reported a percutaneous embolectomy was performed. A 9f procedure sheath was used and post procedure an 8f angio-seal vip was used to close the puncture. It was reported some resistance was felt, slipping and traction again. The groin was checked post-deployment and hemostasis was achieved. The patient was transferred to recovery for 45 minutes where no complications were reported. One hour post procedure, a hematoma was noted, but no further action was taken. No groin observations or checks took place during the evening. The next morning the vascular surgeon rounded on the patient and identified a large hematoma, a patient hemoglobin of 69, ischemic changes and renal failure. CT angiography revealed extravasation from the external iliac artery (eia) close to the origin of the inferior epigastric artery. The patient experienced health complications which delayed surgical intervention. Surgery revealed that the angio-seal was in the vessel; it was in the tissue below the vessel. The patient expired, reportedly as a result of complications following this procedure. The surgeons stated that poor patient monitoring and not adhering to hospital protocol caused the death and not the angio-seal.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. It should be noted that the product was used past the date of expiration. Based on the information received, the cause for the reported event could not be conclusively determined; however, the physician stated that the patient expired from poor patient monitoring and was not the fault of the angio-seal. The angio-seal device instructions for use displays a symbol to illustrate a use before date. The angio-seal packaging label is printed with this symbol and the date designated as the use before date. The device used in this event exceeded the use before date. The IFU states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU also cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.